Manufacturer narrative:
Product evaluation found lens returned in a small vial, but there is clear surgical residue/debris on product. Visual inspection found no visible damage to lens, but there is dry, clear residue on lens surface. (B)(4).

Manufacturer narrative:
This product is not marketed in the us. (B)(4).

Event description:
The reporter indicated that the surgeon implanted a 13.2 mm vticmo13.2 implantable collamer lens, -9.50/1.0/088 diopter, in the patient's left eye (os) on (B)(6) 2016. On (B)(6) 2017 the lens was exchanged for a shorter lens due to excessive vaulting. The problem was resolved. At the date of MDR submission, the lens has been returned, but not yet evaluated.